Event description:
Additional information: the cause of the event was reported as "none." It was indicated that there were no patient symptoms. It was stated that an MRI was attempted on (B)(6) 2011 to rule out granuloma formation; however the imaging study was aborted. Patient outcome was noted as no injury. Drugs delivered via the device were dilaudid, bupivacaine and clonidine.

Manufacturer narrative:
(B)(4).

Event description:
The patient experienced increased baseline pain. The physician wanted to rule out an inflammatory mass. It was not reported if the mass was confirmed. The type and dose of pump medication was not reported. Additional information has been requested from the hcp, but was not available as of the date of this report.